Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip resulting in a non-deployment event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci), procedure the involved closure device angio-seal vip 8fr was used to close the puncture site. The angio-seal sheath was placed in the proper way as we usually used to do it in routine procedure, but after taking out the angio-seal sheath, there was nothing inside, just an empty tube (no thread inside). The femoral artery we closed with manual compression, what took some time for the doctor and was an unpleasant feeling for the patient. Patient condition was no harm.